Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of having low blood glucose of 40 to 99 mg/dl. Customer treated with food and indicated that the pump alarmed sensor and calibration error. Customer was advised that the transmitter was working correctly. Troubleshooting assisted customer with turning off the sensor and starting a new one. No further details given.